Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the relion insulin syringe 3/10ml 29g x 8mm experienced foreign matter within the fluid path. The following information was provided by the initial reporter: pet owner reported syringe with a liquid that came out of needle before use.

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 03-jan-2023. H.6. Investigation summary: samples were received and an investigation was performed. This is the 1st related complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.

Event description:
It was reported that the relion insulin syringe 3/10ml 29g x 8mm experienced foreign matter within the fluid path. The following information was provided by the initial reporter: pet owner reported syringe with a liquid that came out of needle before use.